Event description:
Rptr states that the surgeon noticed the insert can be moved in a rotary fashion approx 2 mm on baseplate. The insert was implanted in the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of eval: as the devices have not been returned for eval, a conclusion as to the cause of the event cannot be determined.